Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0206676659, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported that during a routine impedance check, electrode combination 0 and 1 was less than 50 ohms. The patient was using 3+ and 1- and was not having any adverse effects. It was stated the patient was fine and their symptoms were controlled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the patient experienced a loss of symptom control. Re-running the impedance check at a higher voltage (1.5v) did not resolve the low impedance. The cause of the low impedances was not determined. The implantable neurostimulator had been reprogrammed using electrodes that were within range. It was noted the patient was to have a follow up in appointment in (B)(6) 2016. If the symptoms were no better, the patient was to contact the healthcare professional (hcp) to have an earlier appointment. As far as the representative was aware, the patient had not been in contact with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.